Manufacturer narrative:
Device evaluated by MFR.: a synergy xd mr us 2.75 x 12mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts from the proximal stent region lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Examination of the tip via scope found damage to the distal tip. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube shaft. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.75 x 12mm synergy xd drug-eluting stent was advanced for treatment, however, during the procedure, it was noted that the stent was damaged while trying to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was stable.

Event description:
It was reported that stent damage occurred. A 2.75 x 12mm synergy xd drug-eluting stent was advanced for treatment, however, during the procedure, it was noted that the stent was damaged while trying to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was stable.